Manufacturer narrative:
Supplemental to update. (B)(4).

Event description:
Additional information received from the consumer reported that the symptoms they experienced related to the implant being bent included pain most days and sleeping at night was very hard and their quality of life had been taken away again. The steps taken to resolve the not being able to turn on the implant included seeing a technician in their healthcare provider's office who told them they might be able to get it turned on, but it would be difficult since it was bent in half. The patient stated that the implant being bent had not been resolved and he didn't know where to go or who to talk to.

Event description:
The patient reported they had fallen many times and lived in an assisted living facility. The patient had balance issues, which preexisted the implant and were not related to the device or therapy. The patient fell several more times after the last reprogramming and the implantable neurostimulator (ins) battery was bent in half and the patient could not get the stimulator to turn on. The battery was bent in a "c" shape. Last year the battery was bent a little but this year it was bent in two. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.